Event description:
It was reported that the siderail won't latch (false latch) due to a damaged siderail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.